Manufacturer narrative:
Initial reporter postal code (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV and seroma-late.

Event description:
Healthcare professional reported right side "sudden pain on physical examination, pain on palpation", "capsular contracture grade iii-IV", "retropectoral silicone implants with irregular contours", "the collection on the right is heterogeneous, with coarse impregnation by contrast medium in the adjacent parenchyma, notably in the lower and medial quadrants.", "signs that may be associated with inflammatory/infectious process bilaterally". Device remains implanted.